Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 4 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power twice and the alarms cleared. The hp stated he would manually complete therapy. The home patient (hp) contacted product surveillance (ps) on (B)(6) 2012 regarding the system error 2240. The hp stated he completed therapy using manual supplies and resumed therapy the following night on the cycler. The hp stated he did not follow up with his nurse regarding the alarm. The hp stated therapy was going fine. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 1140 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.